Event description:
The report stated that during a tonsillectomy and adenoidectomy procedure, the shaft of the cautery tip was laying up against the pt's left corner of the mouth. During cauterization inside the mouth, the pt sustained a 2nd degree burn to the left corner of her mouth. It was treated with ointment. A mcgyver mouth gag was in place.

Manufacturer narrative:
The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.